Event description:
It was reported that the patient has been experiencing electrical shocks in their head when turning on therapy, which persist even after turning off stimulation. The caller also mentioned that the patient has been feeling "icky." The caller noted that previously, turning therapy on and off did not cause any issues, but it has recently become problematic. The caller also stated that they had recently increased stimulation on both sides. The patient was redirected to their healthcare provider for further evaluation and management. The caller called back, stating they contacted the clinic and were told to call the manufacturer. Pss reviewed that the amplitude cannot be adjusted with the stim off. The caller turned the stimulator on and was able to adjust the stimulation to a comfortable level.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.